Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery was empty after 24 hours of replacing it. The customer received the power loss error alarm. The alarm was deleted. The customer received a reservoir empty message while the reservoir was completely full. A few days later the customer received the same sequence of errors and alarms. The customer received a pump error alarm after a self-test. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected battery out limit alerts, power loss alarms, low battery alerts, power loss error alarms, catheter occurred alarms/alerts, reservoir empty message alarms/alerts, reservoir icon anomalies and led anomalies noted during testing. Tested with a test infusion set and no reservoir tube anomalies were noted. Multiple battery out limit alerts, power loss alarms, low battery alerts and power loss error alarms were present in the format history file and triggered when the backup battery unloaded voltage was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and faded serial number label.